Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with the tamper seal missing; however it was in good condition. No error was found in the device ehl (event history log). The customer stated problem failed calibration was not duplicated. The cause of the reported problem could not be determined. Removing the downstream sensor seal for further investigation, it was found that there was a slight scratch across the top of the downstream sensor. With visual inspection, there was slightly an excessive amount of adhesive seen on the upstream sensor. For corrective action, it was recommended that the downstream and upstream occlusion sensors be replaced as well as the micro processing unit board. Root cause traced to previous repair performed outside of the manufacturer. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: correction:h4: mfg. Date. 23-jul-2011; d4: correction: model number: 2110.

Manufacturer narrative:
Other, other text: b5: additional information received via email and attached in the complaint object: all issues with these devices were found during testing and repair at our facility. No patient involvement was indicated at the time the pump was received for repair and recertification at our facility.